Event description:
It was reported that the device stuck in sheath and ruptured. The stenosed target lesion was located in the superficial femoral artery. A renegade hi flo was selected for use. During the procedure, the device ruptured upon withdrawal. This may have been to inadequate flushing, which potentially led to the device becoming lodged within the sheath, resulting in device rupture. The procedure was completed using with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
E1: initial reported facility name - (B)(6).